Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced pump causing insulin blockages without providing any alarms. Customer declined follow up with tandem technical support, so allegations could not be verified. There was no reported adverse impact. No additional information was provided.